Event description:
It was reported that "when final tightening, the tip of the final tightener broke off in the set screw of the connector. The piece was unable to be retrieved and remains in the screw following doctor's decision."

Manufacturer narrative:
Additional information and a request for the product has been made. If received, the evaluation will be supplied on a supplemental.